Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital due to policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 2 months ago, in which unknown devices were explanted. A malfunction occurred during that surgery. The liner would not seat in the cup after multiple tries. Subsequently, the patient has been revised due to an acetabular bone fracture. Surgeon suggested he may have cracked the pelvis at the time of the previous revision. Attempts were made to obtain additional information; however, none was available.